Event description:
The patient reported that they were hospitalized at one point and required emergency surgery due to life-threatening complications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2023; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient stated that he has developed radiating pain in his legs and spine since the placement of pump. He also had symptoms of paralysis. The patient had magnetic resonance imaging (MRI) done and it appeared that the catheter may have been placed wrong as it was wrapped around his spine and nerves. The cause of the event was unknown. Outcome: the issue was not resolved.the rep will follow up for the patient weight and medical history. The patient status was alive and no injury. On 2024-07-30 (B)(4) (con): additional information was received from a consumer (con) stated that they have been having some "complex and unusual symptoms" since they got the pump put in. The patient stated that yesterday they "almost fell down" while trying to hold their daughter because they got "episodic paralysis" and "shooting pain" in their spine, sudden weakness where it "feels like my legs are going to give out" or they are "kind of paralyzed" from that moment. Patient also said there is a burning sensation like a "hot iron" down their leg. The patient mentioned that they had a pet scan done in february of this year and it showed the catheter coming into their back and it "looks like it's snaking around their nerves" rather than just having a straight shot from the pump. The patient mentioned unrelated medical history. This included patient said they were immune compromised and had had "serious falls" due to issues with pump. The patient also had to have their pump medication turned down due to "major complications" so they were feeling as though they are getting relief from the pump. The agent offered to send physician listings and patient agreed. The patient also requested contact information of local field representatives.